Manufacturer narrative:
One sample was received for quality evaluation. Visual inspection was conducted and there were no damages or abnormalities identified. The extension set was then connected to a sample bd primary infusion set and a simulated infusion was conducted at a rate of 125 ml/hr for 1 hour. There were no indicates of leakage, air-in-line or occlusion. Additionally, the amount dispensed was measured and the exact amount was dispensed at the end of the hour. The customer complaint of flow issues - accuracy was not confirmed. A root cause for the reported issue was not identified because the failure could not be replicated. A device history record review for model 20350e lot number 24119369 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd alaris smartsite low sorbing extension set had flow issues. The following information was provided by the initial reporter: it has fluid on both sides of filter, but the filter on the side with the air eliminating holes looks completely dry. It is hard to tell on the other side but looks dry also.